Event description:
Customer reported set was leaking "at point that it goes into the alaris pump." No patient harm or medical intervention reported. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). Patient information requested and all available information is included. Product evaluated and customer's experience of leaking set was confirmed. A tear was noted in the silicone segment near the upper fitment. The root cause of the tear could not be identified. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.